Event description:
It was reported that an 80 yo female, initial right knee implanted in (B)(6) 2018, underwent a revision procedure in (B)(6) 2024, approximately 6 years 5 months post the initial procedure. The patient had reported pain in their knee. The surgeon planned to replace the insert and patella. After removal the femur and tibia were found to have solid fixation, so a new insert and patella were implanted. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following event. No x-rays were available. The product is not available for return as it was discarded at the hospital. A device image was provided. No further information.

Manufacturer narrative:
D10: concomitants: a10012 - gps implant kit v2, (B)(6); 02-012-43-3525 - lgc tibia rbktray cem sz 3.5f/ 2.5t, (B)(6); 02-010-01-0335 - lgc femoral ps cem right sz 3.5, (B)(6); 200-02-32 - three peg patella 32mm, (B)(6); 521-78-23 - threaded pin size 2.3 collared, (B)(6); 521-78-32 - threaded pin size 3.0 collarless, (B)(6); 201-78-15 - holding pin mini sharp point 4 pk, (B)(6); 521-78-23 - threaded pin size 2.3 collared, (B)(6); 200-00-00 - knee item-misc cr to logic items.

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of prosthesis wear, pain, and/or due to the inclusion of the polyethylene components in the packaging recall. The image of the revised tibial insert does not appear to show signs of extensive volumetric wear for a device that was implanted for over 6 years, and the observable damage is likely related to a third body. However, this cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation, and no relevant clinical information or radiographs were provided. The product associated with the reported event is within the scope of recall z-0026-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."